Manufacturer narrative:
Findings: pump monitored in 50c oven for several days and no a17 alarm noted. However, a21 alarm after battery change due to c13/ib voltage leak. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case and broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed unexpected restart. Customer's blood glucose reading was 116 mg/dl. Nothing further reported.